Manufacturer narrative:
The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the patient had a 3 way foley inserted and the irrigation ended up clogging due to post surgical irrigation. The clinician tried to deflate the balloon with the syringe and it would not deflate. In order to remove the catheter, the clinician removed the catheter with the balloon in tact which caused temporary injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submitted on 01/18/2019: an investigation was performed for the reported customer complaint: customer reports: the patient had a 3 way foley inserted and the irrigation ended up clogging due to post-surgical irrigation. The clinician tried to deflate the balloon with the syringe and it would not deflate. In order to remove the catheter, the clinician removed the catheter with the balloon intact which caused temporary injury to the patient. No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The sample was received from the customer at our manufacturing location; however, it was inadvertently lost during shipment to our supplier. We understand the urgency of this issue and we have notified all parties involved of this situation to ensure this will not happen again. Since the sample was not recovered, further investigation was unable to be performed. The exact nature of the alleged issue could not be determined. The reported customer complaint could not be confirmed. A root cause or a probable root cause could not be determined. The complaint will be reopened should another/replacement sample be received. This complaint will be used for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.